Event description:
The customer reported via phone call that they had repeated failed battery test alarms on the insulin pump. The cusotmer reported receiving a low battery alarm prior to the failed battery test alarms. It was also found the customer had a battery out limit alarm on the insulin pump. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.